Event description:
It was reported that call was to know about MRI compatibility. Pt reported that the ins hasn't been used or charged for over 2 years because the ins "quit helping them" (pss understood this to mean the ins did not provide the expected therapeutic relief). Pt reported that they noticed this issue about 6 months after implant (year valid) and they might get the ins removed. Reviewed the ins is possibly in over-discharge and to follow-up w/ the hcp to possibly get the ins jump-started. Reviewed getting the ins removed is a medical decision to also discuss w/ the hcp. The patient was redirected to their healthcare provider to further address the issue. Caller reports patient's device has been dead for a couple of years and patient wants the device explanted. Caller reports patient do not have a managing physician. Reviewed MRI guideline provided nas contact. Reviewed mdt role the hcp reported they needed help from a rep to charge the implanted device. They were redirected to the national answering service to page a rep. The patient reported that the device stopped helping them so they hadn't used the ins in 2 years. They stated they were going to have it removed. The patient was redirected to see their doctor to discuss the ins removal and possible over-discharge of the ins. Additional information was received. Caller states they attempted to charge ins sometime in the past week in preparation for MRI of pelvis tomorrow. However, the ins would not charge. The caller states the ins has not been used in two years. Tss reviewed over-discharge and how it relates to MRI/MRI mode. Tss advised having the ins brought out of od. Caller did not know who the managing doc was, tss provided listed doc and phone number. Additional information was received. It was reported that the device was explanted. The issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.